Manufacturer narrative:
Investigation summary: bd received 108 customer samples for investigation. 1 out of 108 samples was contaminated and indicated low draw volume. 20 randomly selected customer returned samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on the contaminated sample. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes there was underfill of a tube with blood. There were no health consequences or impacts reported.